Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 4mm proximal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During preparation, the balloon ruptured. Additionally, the balloon was noted to be broken/fractured. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During preparation, the balloon ruptured. Additionally, the balloon was noted to be broken/fractured. The procedure was completed. No patient complications were reported.